Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) defibrillation lead exhibited an appropriate latitude red alert for >125 ohms shock lead impedance measurement. All other measurements appeared stable, and there was no oversensing. There had been no reported adverse patient effects.

Manufacturer narrative:
If new information becomes available, this report will be further evaluated and updated. Most recently, information was received that the out-of-range shock impedance measurements had continued. It was observed under flouroscopy that the distal coil in the system was fractured. As a result, the shock lead portion was surgically abandoned and the rate/sense lead portion was explanted. A new rv lead was placed. There were no allegations or evidence of a device to lead connection issue.